Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems , bleeding, recurrence, dyspareunia, vaginal scarring. The patient experienced uterine descensus with prolapse and underwent mesh revision and removal of posterior repair on (B)(6) 2012; during this procedure, ams intepro llp y- sling and ams miniarc precise were implanted concurrently with a hysterectomy due to recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria .this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01800. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, postoperative bleeding, stress urinary incontinence, pelvic organ prolapse, and perineal relaxation. It was also reported that patient underwent repair of vaginal tear on (B)(6) 2012 by dr. (B)(6) and on (B)(6) 2012 patient had supracervical laparoscopic robotic hysterectomy with bso, vaginal sacrocolpopexy, perineorrhaphy, mid urethral sling and cystoscopy.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, postoperative bleeding, stress urinary incontinence, pelvic organ prolapse, and perineal relaxation. It was also reported that patient underwent repair of vaginal tear on (B)(6) 2012 by dr. (B)(6) and on (B)(6) 2012 patient had supracervical laparoscopic robotic hysterectomy with bso, vaginal sacrocolpopexy, perineorrhaphy, mid urethral sling and cystoscopy.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent revision, exposure and excision of vaginal mesh on (B)(6) 2009 due to dyspareunia following rectocele repair.